Event description:
It was reported that post left heart catheterization, an injection of contrast was made through a 6f sheath to view the puncture site. The artery was found to be of somewhat small caliber, but the decision was made to deploy a 6f angio-seal. The 6f arterial sheath in the left common femoral artery was removed and a 6f angio-seal was deployed. Post deployment, the pt had diminished pulses in the distal left leg. The pt was taken to surgery for thrombectomy, removal of the angio-seal and repair of the artery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.